Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported that dull knife blades have been experienced by more than one doctor. Procedure details and patient impact information is unknown. Additional information has been requested. Additional information received clarified that an alternate knife was obtained in order to complete each procedure. There was no impact to any patient.